Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). On unknown dates she experienced vitamin d deficiency ("vit d deficiency") and attempted suicide ("I also tried to commit suicide 2 years ago"). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcomes for vitamin d deficiency and suicide attempt were unknown. The reporter considered medical device removal, suicide attempt and vitamin d deficiency to be related to essure administration. The reporter commented: implant state: nc. Removal state:nc. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3, gravida ii, gerd, depression, miscarriage, galactorrhea, asthma, hirsutism, contraception, hypertriglyceridemia, endocervicitis, insomnia, backache, amenorrhea, chronic obstructive lung disease, bladder dysfunction, urinary incontinence and dysmenorrhea. Previously administered products included: aripiprazole, ciprofloxacin, metronidazole and wellbutrin. The patient had a family history of carcinoma colon, diabetes mellitus, mental disorder and diverticulitis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). On unknown dates she experienced vitamin d deficiency ("vit d deficiency") and attempted suicide ("I also tried to commit suicide 2 years ago"). The patient was treated with surgery (vaginal hysterectomy bilateral salpingectomy). At the time of the report, the outcomes for vitamin d deficiency and suicide attempt were unknown. The reporter considered medical device removal, suicide attempt and vitamin d deficiency to be related to essure administration. The reporter commented: implant state: (B)(6). Removal state: (B)(6). Discrepancy noted removal date. As per argus (B)(6) 2022. As per mr (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: gross description: a gray metallic coil is identified within each fallopian tube. Diagnostic interpretation: uterus, cervix, bilateral fallopian tubes, excision: cervix: negative for dysplasia endometrium: benign proliferative endometrium; negative for atypia, hyperplasia, or neoplasm bilateral fallopian tubes (fimbria examined): negative for malignancy sulfamethoxazole-trimethoprim (bactrim (ds)} 1 tablet orally every 12 hours trazodone tablet 300 mg oral once a day at bedtime. Trihexyphenidyl 15 milligram orally daily umeclidinium-vilanterol (anoro ellipta 62.5 mcg-25 mecg/actuation) 1 inhalation inhaled every 24 hours venlafaxine 300 milligram orally daily. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received: reporters information, medical history, surgical pathological reports were added product removal date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). On unknown dates she experienced vitamin d deficiency ("vit d deficiency") and attempted suicide ("I also tried to commit suicide 2 years ago"). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcomes for vitamin d deficiency and suicide attempt were unknown. The reporter considered medical device removal, suicide attempt and vitamin d deficiency to be related to essure administration. The reporter commented: implant state: nc. Removal state:nc. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: case updagrade to serious incidente, medical device removal added as adverse event. Date of birth added, annex e and f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.